Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head fell off in my mouth - oral-b [device breakage]. Case narrative: consumer stated on phone that oral-b brush head fell off in their mouth while they were brushing. No injury was reported.